Manufacturer narrative:
One custom tracheostomy tube was returned for evaluation. Visual inspection found that the airway inflation port was completely detached from the airway line. It was observed that there was evidence of adhesive applied at the base of the inflation port. A review of the device history record was performed and found to be complete. Based on the evidence, a root cause was unable to be confirmed. It was suspected that the failure was due to insufficient bonding or excessive tensile force.

Event description:
It was reported that a red rubber part snapped off causing balloon not to inflate on a portex® bivona customization tracheostomy tube. This was a regular tracheostomy change, but an emergency change was performed after cuff would not inflate. There was no patient injury with this occurrence.